Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation/investigation. Therefore, the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Event description:
Olympus was informed that during a therapeutic resection of the endometrium and curettage procedure, the loop wire at the distal end of the hf resection electrode melted. It is unknown whether the loop wire just melted or whether a fragment broke off and possibly fell into the patient. An x-ray examination was performed but no fragments were found inside the patient. No further information was provided and there was no report about an adverse event or patient injury.

Manufacturer narrative:
The suspect medical device was not returned to olympus for evaluation/investigation since it was reportedly discarded by the user facility. Therefore, the exact cause of the user's experience and the reported phenomenon could not be conclusively determined and is being judged as unknown. However, based on the customer's description and our experience, the reported damage was most likely caused by thermal overload due to an unintended contact with other metal parts, e.g. Surgical instruments. Therefore, this event/incident was attributed to use error. A material or quality problem can be excluded since a manufacturing and quality control review was performed for the affected lot number of the resection electrode without showing any abnormalities. The case will be closed on olympus side with no further actions. The reported event/incident will be recorded for trending and surveillance purposes.